Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within a patient on (B)(6), 2010 in order to cover an anastomotic leak within the esophageal-jejunum junction post esophago-jejunostomy. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to stent implantation. It was reported that the patient did not have a malignant tumor. The patient underwent an esophago-jejunostomy procedure on (B)(6), 2010. During stent deployment, the deployment suture broke. As a result the stent was partially deployed inside the patient by 2 centimeters. The partially deployed stent was removed from the patient without issue. The procedure was completed with another ultraflex esophageal covered stent. The outcome of the procedure was reported as "normal". There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - (deployment suture break; stent partially deployed; placed off-label). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent partially deployed by approximately 28 mm, and the finger ring was missing from the deployment suture thread. The remainder of the deployment suture thread was intact, and exiting out of the handle of the delivery system. A functional analysis was performed, and it was possible to deploy the remainder of the stent without issue. An examination of the deployed stent and the delivery system found no anomalies. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The dfu states that the "ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only". However, the complaint states that the anastomotic stricture being treated was not malignant. This may have been a contributing factor in the cause of the deployment suture breaking resulting in the stent's partial deployment. Therefore, based on the evaluation conducted and the details of the complaint, the most probable root cause is use/ user error.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within a patient on (B)(6) 2010 in order to cover an anastomotic leak within the esophageal-jejunum junction post esophago-jejunostomy. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to stent implantation. It was reported that the patient did not have a malignant tumor. The patient underwent an esophago-jejunostomy procedure on (B)(6) 2010. During stent deployment, the deployment suture broke. As a result the stent was partially deployed inside the patient by 2 centimeters. The partially deployed stent was removed from the patient without issue. The procedure was completed with another ultraflex esophageal covered stent. The outcome of the procedure was reported as "normal". There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.